Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that standard a solution bag was erroneously replaced with flush solution, and corrected it. The customer replaced the sensor, primed, and calibrated the instrument after which quality control were in range, and dilution check passed. The customer then repeated the patient samples which were discordant, and the samples resulted lower. The cause of the discordant, falsely elevated cl results was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride (cl) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). Quality controls were run, resulting high out of range on level two. The samples were repeated on the same instrument after troubleshooting, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cl results.